Event description:
A jetstream g2 nxt device was used to treat a 12 cm lesion located in the superficial femoral artery (sfa). One pass was made in the minimum mode and one pass was made in the maximum mode. It was noticed that the aspirated saline was not as much as normal after about 6 minutes. After final below knee angiogram, an embolism was noticed in the distal posterior tibial artery. An aspiration catheter was used to successfully remove emboli and pt is doing great.

Manufacturer narrative:
Based on the physical eval of the returned device, low aspiration and a kink at the location of the control pod were confirmed. The cause of the kink is unk and it is unclear whether the kink occurred prior to, during, or following use. Distal emboli is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream g2 nxt system and are listed as a potential adverse event in the IFU.